Manufacturer narrative:
Add'l lot # - 93k & 99k. A total of four aspiration needles were returned to olympus for investigation. The needles were received in a biohazard bag, which limited the investigation to visual inspection only. The evaluation confirmed that the distal end of the plastic sheathes of the returned needles were damaged. The samples are being returned to the original equipment manufacturer for further information. As part of the follow-up to this report, an olympus sales representative visited the facility to assess the user's technique and provided training as necessary to facility staff. If significant additional detailed information is received, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report #8010047-2009-00240 for a related report.

Event description:
The user facility reported that during an endobronchial ultrasound with fine needle aspiration, the users experienced difficulty advancing biopsy needles through the distal end of the bronchoscope. The users reportedly used a total of 6 needles from different lot numbers, but none of the needles could be extended out of the bronchoscope. The users reported when the needles were withdrawn from the bronchoscope, the external plastic sheathes were noted to be damaged or partially sheared. The procedure was reportedly aborted. The current condition of the patient is unknown. There was no further information provided.